Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly and the proximal constraint sphere was intact with the embolization coil. The introducer sheath was kinked approximately 63.0 cm from the proximal end and the friction lock on the introducer sheath was intact. Conclusions: evaluation of the returned device revealed that the introducer sheath was kinked. This type of damage typically occurs due to improper handling during preparation. If the introducer sheath is forcefully bent or gripped during preparation, damage such as this may occur. The kink in the introducer sheath likely caused resistance during the attempts to re-sheath, which may have caused the distal section of the pusher assembly to elongate beyond the reach of the pull wire. The elongation of the pusher assembly would result in the embolization coil detaching from the pusher assembly. Further evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device from return to penumbra. The packaging hoop mentioned in the complaint was not returned for evaluation. The root cause of the ruby coil introducer sheath remaining inside the packaging hoop could not be determined. The introducer sheath was able to be properly seated on the pusher assembly as intended without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, while removing a ruby coil from dispenser hoop, the radiologic technologist noticed that the ruby coil introducer sheath remained in the dispenser hoop and therefore, the ruby coil was left unsheathed. While the technologist was attempting to re-sheath the ruby coil back into its introducer sheath on the back table, it unintentionally detached. The ruby coil unintentionally detached prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new ruby coil.